Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.

Event description:
It reported that the insulin pump had physical damage. Customer stated the insulin pump had broken case near the battery and broken thread. No further information provided.